Manufacturer narrative:
Code (B)(4) is used to indicate surgery.

Event description:
It was reported that this electrode had migrated lateral to the sternum. A procedure was done to successfully reposition the electrode. There were no additional adverse patient effects.